Event description:
It was reported after the pipeline was deployed in the ica, the pushwire could not be retracted into the catheter. The physician decided to withdraw the catheter and pushwire simultaneously. At that time, the distal tip of the pushwire broke off. A micro snare was used to retrieve the broken segment. No pt injury reported.

Manufacturer narrative:
The guidewire was returned in two broken segments. Analysis of the cross section at the break point showed the failure of the corewire occurred due to mechanical overload. (B)(4).